Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 480 mg/dl. The customer disconnected from the pump and an insulin injection was used to lower the bg level to 197 mg/dl tandem technical support performed a system check and found that the tubing should be changed. Reportedly, the customer was using a u500 insulin.